Manufacturer narrative:
The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 24-nov-2025. A visual inspection and force test of the returned device were performed following j&j medtech procedures. The visual inspection revealed a hole in the pebax with internal parts exposed and no foreign material inside. A force test was performed and the device was recognized and visualized correctly; however, error 106 displayed on screen. Due to this condition, the handle of the device was dissected, and resistance of the sensor pads on the printed circuit board (pcb) was measured and the results were found out of specifications. A dissection was performed right after at the tip area and an open circuit was identified. In addition, further investigation of the peek housing section revealed that there was excessive adhesive (polyurethane - pu) on the wires. A manufacturing record evaluation was performed, an no internal actions related to the reported complain condition were identified. The force sensor error reported by the customer was confirmed. The hole in the pebax is unrelated issue. The potential cause of the open circuit could not be determined. The root cause of the adhesive condition was traced to the manufacturing process. The carto® 3 system instructions for use (IFU) contain the following information: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. The instruction for use (IFU) contains the following warnings and precautions: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostatic valve of the sheath. After insertion, slide the insertion tube back toward the handle. Do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to address opportunities related to adhesive issues. Explanation of codes: investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause not established (d15) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of the ¿hole in the pebax with internal parts exposed¿. Investigation findings: manufacturing process problem identified (c16)/ investigation conclusions: cause traced to manufacturing (d03) / component code: adhesive (g0405201) were selected as related to the biosense webster inc. Analysis finding of the ¿manufacturing process¿ related. Investigation findings: assembly problem identified (c1601) / investigation conclusions: cause traced to manufacturing (d03) / component code: adhesive (g0405201) were selected as related to the biosense webster inc. Analysis finding of the ¿excessive adhesive (polyurethane - pu) on the wires¿. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the customer¿s reported ¿force catheter sensor error¿ issue. In addition, biosense webster inc. Analysis finding of the ¿error 106¿. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the pebax with internal parts exposed. Force catheter sensor error. Changing of the cable did not resolve error. No procedure delay. Catheter was replaced with a new one. The procedure was completed successfully. No patient consequence. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 17-dec-2025 observed a hole in the pebax with internal parts exposed and no foreign material inside the event was originally considered non-reportable, however, bwi became aware of a hole in the pebax with internal parts exposed on 17-dec-2025 and have assessed this returned condition as reportable.